Event description:
Two days post stent removal, the patient urinated what is believed to be a piece of the stent tether. Additional information provided (B)(6) 2015 stated that the physician is unsure if the urinated piece was a foreign matter or if it was the tether from a cook device. A section of the device did not remain inside the patient's body. The patient did not require and additional procedures nor experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Investigation - evaluation: a review of complaint history, instructions for use (IFU), and quality control were conducted during the investigation. No device was returned for evaluation and no device name was provided. The instructions for use (IFU) cautions that there have been documented complications with ureteral stent placement. The use of ureteral stents should consider the risk-benefit factors as applicable to the patient. Based upon the available information, a definitive root cause cannot be determined.

Event description:
Two days post stent removal, the patient urinated what is believed to be a piece of the stent tether. Additional information provided 13mar2015 stated that the physician is unsure if the urinated piece was a foreign matter or if it was the tether from a cook device. A section of the device did not remain inside the patient's body. The patient did not require and additional procedures nor experience any adverse effects due to this occurrence.

Manufacturer narrative:
Lot information was not provided by the reporter. Catalog #: information not provided by the reporter. Expiration date unknown as lot is unknown. UDI #: unknown as lot is unknown. (B)(4).

Event description:
Two days post stent removal, the patient urinated what is believed to be a piece of the stent tether. Additional information provided 13mar2015 stated that the physician is unsure if the urinated piece was a foreign matter or if it was the tether from a cook device. A section of the device did not remain inside the patient's body. The patient did not require and additional procedures nor experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Event is still under investigation.